Event description:
Related manufacturer reference number: 2017865-2021-28663. It was reported that the implantable cardioverter-defibrillator (ICD) was found in backup vvi mode due to long charge times during an incorrectly interpreted atrial fibrillation with rapid ventricular response (rvr) episode. The device was almost at elective replacement indicator (eri) and lost high voltage therapy after the charge attempts. The ICD was explanted and replaced. The patient was stable throughout. New information: the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.